Event description:
Alert from patient's latitude home monitor: "voltage too low for projected remaining capacity". Pacemaker software updated to firmware 3.10 on [redacted]. Bsc [boston scientific] tech support recommended pacemaker generator change within 90 days. Patient is scheduled for generator change [redacted]-approximately 2.3 months later.